Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 27mm x 4.00mm, 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 28 x 4.00 promus premier drug-eluting stent was selected for treatment. However, during the procedure, the stent was dislodged inside the patient and remained attached to the balloon. The device was removed directly, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.

Event description:
It was reported that stent dislodgement occurred. The 27mm x 4.00mm, 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 28 x 4.00 promus premier drug-eluting stent was selected for treatment. However, during the procedure, the stent was dislodged inside the patient and remained attached to the balloon. The device was removed directly, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by MFR: promus premier ous mr 28 x 4.00mm was returned for analysis. A visual and tactile inspection identified the stent was returned but not attached to the balloon, it was severely stretched and deformed throughout its length. The remainder of the device was not returned for analysis.